Manufacturer narrative:
Inspection of the reported product revealed damage on the proximal end (of the stent) some struts were overlapping, and omega bands are deformed and looked extended. However, the exact cause of the secondary failure could not be determined, but it did not appear to be manufacturing related. Lot history review revealed this is the first complaint of this type for the subject lot number to date.

Event description:
It was initially reported that this stent would not deploy and there was no reported patient injury. It was clinically used and returned. Upon receipt of the product, the proximal stent struts were damaged. Additional details of the event were not available. A report was received that a cypher stent was associated with deployment difficulty. No information regarding the patient's age, gender, medical history or presentation was provided. Vessel and/or lesion characteristics and procedural details were not provided. It is known that the product was removed without injury to the patient. When the product was returned proximal stent strut damage was noted; making it a potential risk for dislodgement. Based on the limited information, it is not possible to draw a conclusion regarding a relationship between the device and the event.